Event description:
The consumer reported the water in the vaporizer boiled over causing a burn to her daughter's arm. The mother did not take her daughter to the doctor. The consumer stated she added salt to the water, adding too much salt to a vaporizer can cause the unit to overboil. The unit should also be kept out of reach of children per instruction.